Event description:
The intended procedure was a laparoscopy (lap) procedure and the procedure was completed.

Manufacturer narrative:
Corrected fields: a1, b5 (information was inadvertently missed), d9 (date returned), g2, h3 ("not returned" should have not been selected), h6 (added component code), h6 (remove 4112 and 4110 under type of investigation as these codes should not have been selected). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. In addition, the following non-reportable malfunctions were found during the device evaluation: the image appeared blurry and the lens inside the optical system was damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
Olympus was informed that during an unspecified procedure the adapter of the rigid scope broke off. No further information was provided but there was no report about an adverse event or patient injury.